Manufacturer narrative:
The pump was received with an (B)(6) alkaline battery installed. The pump passed the displacement and rewind tests. The stop current and run current measurement tests were within specification. The pump alarmed compromised force sensor system during the prime test and during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the self test, off no power, unexpected restart, occlusion or excessive no delivery alarm tests due to the alarm. The pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube window and a cracked reservoir tube lip. Data analysis: the download history file lists data from (B)(6) 2016. There was no data listed for (B)(6) of 2015.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer did not know if insulin pump was not dropped or bumped. Customer states drive support cap was sticking out. Customer's blood glucose was 86 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.